Event description:
On (B)(6) 2025, a patient underwent a port placement procedure for an unknown medical condition. It was reported that during port placement using a vaccess CT powerport, the port came apart during suturing. There was no reported patient injury. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure for an unknown medical condition. It was reported that during port placement using a vaccess CT powerport, the port came apart during suturing. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one vaccess CT implantable port was returned for evaluation. Visual and microscopic evaluations were performed on the returned device. A suture plug was observed to be dislodged and was returned on suture wire. No visual defects were observed in or around the area of the suture hole. No remarkable anomalies or defects were observed on the detached suture plug. The manufacturing evaluation site states, one of the suture plugs had completely detached from the port and that the plug was placed in the suture wire, residues of use were observed through the sample. Therefore, the investigation is unconfirmed for the reported material separation issues as more specific detachment of device or device component was identified during investigation. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier UDI) #), g3, h6 (device, component, method, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.